Event description:
Follow up information received from the patient reported that they still have an open contact on "0" with service on contact "1," and that the service on contact "1" is not as good as on contact "0." [Omitted information related to inquires on effectiveness of contacts and how to resolve contact issues] see related regulatory report 3004209178-2016-17167.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# v087696, implanted: (B)(6) 2008, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the 3-6 weeks ago in (B)(6) 2016, health care provider (hcp) discovered contact 0 was open on the lead. The patient stated that they could not rely on this and they left it on a back up. The patient was also having an MRI performed but it was noted that this was unrelated to the device/therapy. Follow-up revealed that the circumstances that led to the reported issue was that the open circuit was found during a routine implantable neurostimulator (ins) battery replacement procedure. It was also reported that the open contact was reprogrammed around, but the issue persisted. The patient stated that another hcp was seen and reported the contact was working; this "flip-flop" occurred twice. Due to the contact not being reliable, contact 1 was used instead of 0. No symptoms were reported. Please see report number 3004209178-2016-17167.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the patient is received a new implant on (B)(6) 2016 due to normal battery depletion and the health care provider (hcp) noticed an open contact.

Event description:
Additional information received from the patient inquired if the open contact could cause any side effects. It was stated that one ins is at 2.96v and the other is at 2.93v. The patient's previous batteries were also replaced due to normal battery depletion, with one set depleting quickly at the end. See related regulatory report 3004209178-2016-17167.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.